Event description:
A surgeon reported that during a glaucoma filtration shunt implantation, the shunt would not release from the delivery system. The delivery system was pulled back and a hole was observed on sclera. Add'l info was rec'd form the surgeon who reported that postoperatively the patient experienced a flattened anterior chamber requiring an additional procedure. Following the additional procedure the patient experienced an intraocular pressure increase. A prolonged hospitalization was required and the surgeon reported the patient was left with visual impairment.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There has been one similar complaint reported in the lot number. Add'l info was provided from the surgeon on (B)(4) 2014. (B)(4).